Event description:
It was reported that a patient underwent a laminoplasty procedure on (B)(6) 2023, and suture was used. It was found that there had been a double-armed suture in the sterile package though it should be single-armed (control release needle). No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please clarify if the customer receives product that is not within the same product family. Also includes mixed needles, mixed suture material, mixed suture diameters (suture to suture)? Please confirm we did not confirm the actual product when we received and it was already shipped, a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned devices. Visual analysis of the returned sample determined that it was received one opened sample that pertain to the product code vcpb725d. Were attached to both ends of a suture when only one needle was specified. This is different than the requirements for product vcpb725d of a strand single-armed per package. Based on the information currently available, the extra needle issue was identified as the wrong number of components during the investigation of the sample received. This product issue will be addressed through the ethicon quality system.